Manufacturer narrative:
(B)(4). Batch # p57133. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what happened on the fourth and sixth firings when the device jammed? What was meant by ¿on the fourth firing, the endocutter jammed, was difficult to fire and half the staples deployed¿? Did the device start to deploy staples and cut but could not be completed (partially fire)? Or were there staples missing from the staple line? On the sixth firing, when the device ¿jammed completely¿: did the device lock-out (no staples deployed and no cut line started)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an open liver resection, on the fourth firing, the device jammed, was difficult to fire and half of the staples deployed. The doctor continued to use the device, and on the sixth firing, the device jammed completely. It was not reported how the device was removed from tissue when the device jammed. A second like device was used to complete the procedure. There were no patient consequences reported.